Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high. On (B)(6) 2012, he medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that on (B)(6) 2012 at 4:14pm, he developed symptoms of "hungry, whining and tired" which prompted him to test. The patient reported that the issue began on (B)(6) 2012 at 4:22pm. At that time, the patient obtained an allegedly high blood glucose result of "328mg/dl", with the subject meter and compared these readings to feelings. The patient advised that he manages his diabetes with an insulin pump. The patient advised that he followed his diabetes management using the meter reading. The patient advised that he received no treatment due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. This complaint was initially ruled-out as reportable event due to the following conclusion(s): there was no indication that the subject meter caused or contributed to a serious injury. The patient symptoms occurred prior to the start of the product issue. The patient reported that no treatment was received. In addition, there was no evidence that the product malfunctioned based on customer service troubleshooting. On (B)(6) 2012, lifescan completed device evaluation with the test strips involved with this complaint and noted that when a control solution test was performed with the returned test strips, the result was above the expected range. This complaint is now being reported due to the failed tests. Lifescan has received the meter involved with this complaint; however, the device evaluation has not been completed at this time.

Manufacturer narrative:
(B)(4). Correction: in the initial report (submitted on (B)(4) 2012) the correct serial# is (B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter's paint was found peeling/cracking. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510(k) # is k082590.